Manufacturer narrative:
Additional contact information:(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump stopped working around midnight. It was reported the end user went to the clinic the next day and the pump would not run, there was about 25 ml left to be infused. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump stopped working around midnight. It was reported the end user went to the clinic the next day and the pump would not run, there was about 25 ml left to be infused. No adverse patient effects were reported. No additional information is available.